Manufacturer narrative:
Testing was performed at abbott diagnostics (B)(4) on retained kit lot m119009 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing batch records and quality control release testing for kit part number 190-000 / lot m119009 and test base part number 190-430 / lot m119009 were reviewed. This lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot m119009 showed that the complaint rate is (B)(4). The evidence available does not indicate that the product is performing outside label claims. Abbott diagnostics (B)(4), inc. Was unable to determine the exact root cause of the reported issue. The available evidence suggests that this device lot is performing within the statements made within package insert related to % test agreement with the expected results by sample concentration.

Event description:
A customer reported two (2) false negative results with the ID now covid-19 test. This report represents one (1) of two (2). The customer reported a false negative on a direct kit-provided nasal swab (one nostril swabbed) with the ID now covid-19. Confirmation testing with a nasal swab (not otherwise specified) with cepheid pcr was positive (CT value: e = 35.5, n2 = 40.6). Repeat testing on a new direct kit-provided nasal swab (one nostril swabbed) with the ID now covid-19 test generated negative results. Confirmation testing with a nasal swab (not otherwise specified) with cepheid pcr was positive (CT value: e = 32.4, n2 = 36.9). The customer reported that all testing took place on the same day ((B)(6) 2020). The patient was reported to be symptomatic with acute hypoxemic respiratory failure and pneumonia and was treated with supplemental o2, albuterol/ipratropium, benzonatate. The patient was admitted to the hospital and discharged after four (4) days. The customer confirmed there was no death or serious injury based on the ID now covid-19 test result. Per the ID now covid-19 product inser, sample handling and collection: to collect a nasal swab sample, carefully insert the swab into the nostril exhibiting the most visible drainage, or the nostril that is most congested if drainage is not visible. Using gentle rotation, push the swab until resistance is met at the level of the turbinates (less than one inch into the nostril). Rotate the swab several times against the nasal wall then slowly remove from the nostril. Using the same swab, repeat sample collection in the other nostril. The ID now covid-19 product insert indicates that negative results do not preclude sars-cov-2 infection and should not be used as the sole basis for patient management decisions. Negative results must be combined with clinical observations, patient history, and epidemiological information. Additionally, the ID now covid-19 product insert includes a limitation that false negative results may occur if a specimen is improperly collected, transported or handled. False negative results may also occur if amplification inhibitors are present in the specimen or if inadequate levels of viruses are present in the specimen. Due to the risk of a potential false negative result leading to no or delayed treatment, this event shall be considered reportable.